Event description:
It was reported that the patient experienced loss of sensation and symptom relief. Reprogramming was attempted twice. The lead impedance measurements were greater than 4,000 ohms. There was no stimulation on all the electrodes. The neurostimulator and lead were replaced. Further information is being requested from the hcp.